Event description:
New information 3/3/2014 notes that the pulse generator exhibited back-up operation once again. The device was successfully downloaded, normal function ensued.

Event description:
New information on (B)(6) 2014 notes the pulse generator exhibited back-up operation for the third time. The device was successfully downloaded, normal function ensued.

Event description:
It was reported that the pulse generator exhibited backup operation. After a software download, normal function resumed. The patient believed to have experienced a shock.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.